Event description:
Cut out the nail with rotation by reclined femoral neck screw and locking bolt. Pfn is still in patient. This report is # of 4 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.

Manufacturer narrative:
Device used for treatment and not diagnosis. The screws are too short. They can not obtain correctly the sub cortical bones. Potentially the whole lengths of the screws were drilled, in the bone. Through this the bond of the osteoporotic bones were weakened. The investigations shows, that there was not a cut out of the pfn. It was investigated that there was a z effect. In this case both mid-anterior neck elements were loosed and backed out lateral. Normally the backing out would be of the proximal screw and the metallization of the distal femoral neck.